Manufacturer narrative:
This event is currently under investigation.

Event description:
The customer reported a pt's finger was caught in the leg extension resulting in a broken finger. No additional reports of pt or staff injury.